Manufacturer narrative:
Insulin pump was received with unresponsive buttons and button error alarm due to corroded keypad traces. Insulin pump had a cracked display window corner and cracked reservoir tube lip.

Event description:
The customer's friend reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose was 150 mg/dl at the time the issue was reported. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.